Event description:
Customer alleged the pt's head had become entrapped between the right hand siderail and the sleep surface of the bed. The pt's body was outside the bed. The head section was elevated to approx 30 degrees. The pt was admitted to ICU after the entrapment. No other pt info was given.